Manufacturer narrative:
No batch number was rec'd on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If a batch number is rec'd this complaint will be reopened and responded to accordingly. Conclusion: no investigation/no assessment possible.